Manufacturer narrative:
On (B)(6) 2015, consumer states that they only used the device 2 or 3 times. When asked when the consumer had last had their teeth professionally cleaned at a dental office they stated, "don't remember, in my 20's". Consumer stated that they placed the vibrating brushes on the back of their tooth to clean it; left it there for a second and the vibrating just caused it to crack off. Consumer stated that they have not sought medical attention and that tooth is just uneven. Product was requested to be returned for evaluation.

Event description:
On (B)(6) 2015 customer claims "sonicare power up it chipped her two front teeth."